Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. Additionally, the customer stated that the air removal step was not performed during the load process. The customer's blood glucose level was not impacted. The customer confirmed that the pump performance would continue to be monitored.